Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a drawer failure causing delay in accessing medication. A field service engineer confirmed that there was no malfunction/defect found from the device. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure prevented customers from accessing medication causing delay. The customer added that they got medication from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure prevented customers from accessing medication causing delay. The customer added that they got medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-oct-2022 to 06-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failure prevented customers from accessing medication causing delay. A field service engineer tested the station drawers and confirmed that there was no defect found from the device followed by performing preventive maintenance. The system functioned as intended after the field service engineer assessed the device.